Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unspecified patient alerts were triggered for the implantable cardioverter defibrillator (ICD) due to possible magnet contact. The alerts were programmed off and the ICD remains in use. No patient complications have been reported as a result of this event.